Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that the serter did not insert at all. The customer stated that the serter did not fire. The customer stated that the tubing was not connected while she was blousing and her blood glucose went down to 126 mg/dl. The customer stated that she took a shower and thought that it was not on correctly and came off. The customer was advised to press and hold the serter while shaking to release the needle hub assembly. The customer declined to troubleshoot for high blood glucose readings.